Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported unable to pair transmitter with pump and experienced hyperglycemia. The customer reported blood glucose value of 410 mg/dl and treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-386a, mmt-332a. Troubleshooting was performed and confirmed customer received the reported issue being unable to pair transmitter with pump and high blood glucose. It was unknown whether customer using the device or not before 48 hours of the event and it was unknown whether auto mode feature was active or not at the time of event. No further patient complications were reported. Product return status for mmt-1884 is unknown. No product return is required for mmt-386a. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. P- cap was inserted and properly locked into place. Unit was successfully downloaded using thump. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. No communication pump to transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.